Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dr. Checked the t.w. Power supply unit and had to turn up power more than recommended setting and it took longer time to seal. Procedure was completed with same device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dr. Checked the t.w. Power supply unit and had to turn up power more than recommended setting and it took longer time to seal. Procedure was completed with same device. The hospital did not report any patient effects.